Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) sounded for high impedance and high sensing integrity counter (sic) which appears as noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.